Event description:
This is filed to report knotted lock line. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+ and medial commissural flail. A mitraclip ntw was implanted without issue. A mitraclip nt was then used, but the lock line was observed to be wrapped around the end of the lock lever and knotted and could not be untangled. To remove the lock line, a scalpel was used to cut proximal to the knotted area. The lock line was then able to be removed and the clip was successfully deployed, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported material deformation (lock line) associated with the lock line tangle/ knot could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.